Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the locking mechanism did not turn to the lock setting and the burr device did not engage on the burr attachment device. It was reported that there was no delay in the procedure as unspecified spare devices were available for use. The procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the locking mechanism did not turn to the lock setting and burr does not engage was confirmed. An assessment was performed on the device which determined the unit was not functional as it could not lock or unlock the burr. During evaluation it was observed that the unit¿s locking sleeve-labelled spring had come out of place, and other components were corroded and worn. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.